Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04871. It was reported that recapture difficulties and a kink occurred. A left atrial appendage (laa) closure procedure was being performed. The laa was chicken wing shaped. The first transseptal puncture was too high and did not allow the watchman® access system (was) to be positioned properly. The second tsp was very posterior and very inferior, but the was could only be positioned in the circumflex lobe to its highest part as had been anticipated on reading the coroscanner. The was was positioned in the patient and a 27mm watchman ® laa closure device & delivery system (wds) was advanced. It was noted that it was very difficult to deploy the watchman ® laa closure device. The device was deployed in the left atrium. Angiography showed a kink on the was. They decided to recapture the device and assess the situation. It was very difficult to recapture the device, but it was possible. The wds was lightly kinked and flattened and the core wire was bent. The procedure was continued with a new was and a 24mm wds which was implanted successfully and without difficulty. There were no patient complications reported.